Event description:
It was reported that there has been an increase in occlusion alarms with use of new alaris device despite of no changes in the hospital configuration. There was patient involvement but no harm. Although requested, the customer did not provide any additional information.

Manufacturer narrative:
Additional information : manufacturer narrative. Root cause : the root cause for the reported issue of an nuisance occlusion alarms was not determined because no products or device logs were returned.

Event description:
It was reported that there has been an increase in occlusion alarms with use of new alaris device despite of no changes in the hospital configuration. There was patient involvement but no harm. Although requested, the customer did not provide any additional information.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.